Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00280. The reported complaint was confirmed. The cam/gear was replaced and the bearings, o-ring, and rod seal were replaced as part of preventative maintenance (pm). Per the instructions for use (IFU), the saw handpiece must have a pm every six months for optimum operation. The last service which was performed on this saw was march 2012. The sternal was operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the sternal saw had "jerky" operation. The gear assembly had corrosion and faulty bearings. There was no pt involvement.